Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose, value unknown, with confusion, sweating, and tiredness. The patient reported changing the date on (B)(6) 2012 and noticed that the pump was accidentally programmed with am instead of pm. The patient stated that she continued to wear the pump not thinking that it would be an issue. The patient reported that she experienced a low blood glucose and realized that the am and pm was very important. The patient reported that she was treated with oral carbohydrate and the low blood glucose resolved. The patient confirmed that the pump was maintaining the time and date and believed that the am and pm issue was related to an error while editing the date. Customer support advised the patient on the importance of reviewing the time and date. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrectly programming the time on the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the investigation revealed that the pump¿s black box and history for the event have been overwritten. The current black box shows a manual time change from (B)(6) 2014 23:15 to (B)(6) 2014 11:15. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. No warnings had occurred during testing. Unrelated to the complaint, the display screen was found to be discolored. For evaluation, the display was replaced with a test display; the test screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration. Also unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. The complaint was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that the am/pm issue was believed to have contributed to the low blood glucose event; the patient attributed the am/pm issue to incorrectly programming the time while editing the setting in the pump. No conclusions can be made at this time.